Event description:
Complainant states that the clip component that secures the polyethylene insert component to the total knee tibial prosthesis would not engage properly. The components were removed and replaced with alternate components. Surgery was likely prolonged as a result of this event. No other info was provided to co.